Event description:
A complaint of high readings was received on a customer's freestyle flash meter. The customer obtained a reading of 159 mg/dl compared to a laboratory results of 79 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Na